Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the transmission, the right ventricular lead was found to exhibit noise oversensing. No other information was available. The patient's status was unknown.

Manufacturer narrative:
Further information requested but was not received.